Manufacturer narrative:
The s-flex breaking could cause the small piece to become a choking hazard.

Event description:
S-flex had broken where the tower meets the lateral slide.

Manufacturer narrative:
The s-flex breaking could cause the small piece to become a choking hazard. Summary: investigation into reported complaints (B)(4) indicate a lack of system requirements during design and product launch. Revision of the design input/output files are being conducted for airlife product acquisition. Ra: no associated risk management files for solidairity product owned by airlife at time of clinical trials.

Event description:
S-flex had broken where the tower meets the lateral slide.